Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 14-may-2022, UDI#: (B)(4). Product ID: 3889-33 only. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was 99% sure that one of her leads had moved. The patient stated that she was taking a shower last night and she almost fell down and she felt something shifted. The patient noted that one lead that she could feel on her hip kept shocking and her skin would spasm and she could feel it. The patient also mentioned that the machine itself in its little pocket shocks her. The patient confirmed that she could see her skin would tense up and vibrate and she could feel the lead through the skin. The patient reported that it was still shocking her today and it was not continues, it shocked and then stops but it happened every 5 or 10 minutes. The patient stated that her health care professional (hcp) told her not to turn the ins off. It was indicated that the patient tried using the patient programmer (pp) today and she was on p3 at 1.2, but the pp would not let her turn it off or turn it down. The patient noted that it comes up with some messaged and it said "not allowed" or something and it goes off. Troubleshooting attempts were made and the patient connected and the pp showed the ins was on p3 at 1.2v. It was reported that the patient did not want to turn it off or turn it down because if she turned the ins off she was going to have retention and have to catheterize herself. The patient was redirected to their hcp. The patient also mentioned that she had been trying to get the device removed for months now, but the hcp refused to remove saying it was against the hcp's orders. It was also there were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the lead had moved and the patient was in pain. The patient stated that she wanted to get an x-ray or cat scan and wanted to know which was better. The patient also noted that her current health care professional couldn't see her for a while but she wanted to get the system taken out because of the pain she was in. There were no further symptoms or complications reported or anticipated.